Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using a gore® excluder® aaa iliac branch endoprosthesis. It was reported that the patient had poor renal function, so non-contrast images were used. Visualization was poor, and the anatomy of the patient was difficult to determine with the non-contrast images, however patient tortuosity was noted. The ceb main body was advanced and deployed without issue. Wire access was then gained to the hypogastric artery. A 12fr. Introducer sheath was advanced up and over without issue, and wire access into the hypogastric artery was gained without issues. An hgb161007a was then advanced. Resistance and difficulty advancing was noted due to the hypogastric being at a 90-100 degree angle from the common iliac. Maneuvering and advancement of the device was attempted multiple times. The device reportedly hit a point where it would not advance further. The physician decided to deploy the device. The device deployed with no reported issue. No resistance was noted upon catheter withdrawal. Under visualization, it was discovered that the leading olive of the hgb161007a delivery catheter remained in the patient's internal iliac. Reportedly the area where the tip was located was in an area that the physician had previously planned to embolize, so no attempt was made to retrieve the tip. Upon further examination of the hgb161007a delivery catheter, it was noted that the wire was intact and did not appear stretched or severed where the olive tip is bonded to the wire. The case was concluded and the patient tolerated the procedure. It was reported that tortuosity and poor visibility were suspected to have contributed to the event. It was reported that the angle of the patient's iliac caused the resistance, and may have contributed to the breaking of the leading olive. The catheter was discarded at the site and not returned to gore for evaluation.